Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to premature battery depletion. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The laboratory analysis confirmed the reported field allegation of premature battery discharge. It was determined that the capacitors were leaking due to hydrogen exposure. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was explanted due to premature battery depletion. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported. Dm.